Manufacturer narrative:
The device was received deployed. The device was received in pod state 15 and delivered 55 pulses, indicating the pod successfully completed first and second prime before it was deactivated. The needle mechanism was manually reset and redeployed as intended. No damages or defects were observed that would contribute to the reported late needle deployment. The exact timing and cause of the reported late needle deployment could not be determined.

Event description:
It was reported that the needle did not deploy while wearing the pod but mentioned that the needle later deployed; this indicates a needle mechanism failure. The patient's blood glucose rose to 300 mg/dl. The pod was worn less than an hour. As a treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.